Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported externalized conductors were observed on the rv lead via x-ray. The patient received multiple inappropriate therapies. Multiple vt/vf episodes were detected. Decreased lead impedance was also noted. Further information is not available at this time. Lead remains implanted.